Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain'), adnexa uteri pain ('in my left fallopian tube I'm having extreme pain') and abdominal pain ('sharp excruciating pain') in an adult female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion disability) and abdominal pain (seriousness criterion disability). The patient was treated with surgery (removal of essure devices bilaterally). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, adnexa uteri pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and adnexa uteri pain with essure. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: insertion date: (B)(6) 2014 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received. Reporters information, rcc and medical history were added. Dob updated. Pelvic pain added as event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032993) on 03-feb-2014. The most recent information was received on 07-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration'), adnexa uteri pain ('in my left fallopian tube I'm having extreme pain') and abdominal pain ('sharp excruciating pain') in an adult female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion disability) and abdominal pain (seriousness criterion disability). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, adnexa uteri pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and adnexa uteri pain with essure. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration'), adnexa uteri pain ('in my left fallopian tube I'm having extreme pain') and abdominal pain ('sharp excruciating pain') in an adult female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion disability) and abdominal pain (seriousness criterion disability). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, adnexa uteri pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and adnexa uteri pain with essure. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure cluster ID added: pfs received: migration and removal date updated on (B)(6) 2020: plaintiffs birth date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.